Event description:
Per report, after the deployment of a 23mm sapien valve, the final position was too ventricular causing aortic insufficiency (ai). A second sapien valve was deployed within the first one to solve the ai. Post procedure the case was discussed with the physician, and it was thought that the patient's aortic arch and root anatomy contributed to the event. Additional investigation: it was noted that the image intensifier angle and coaxial alignment were poor after the rf3 delivery system was inserted. The 1st sapien valve positioning appeared to be 50:50, however, post valve deployment the position was 70:30 ventricular. No loss of pacing capture and ventilation held during deployment.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Cine images of the procedure were sent to edwards for review. The following observations were made by the edwards (B)(4): observations: moderate aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mitral annular calcification. Fair coaxial alignment of the delivery system/valve with the aortic annulus. Poor image intensifier angle (iia), as the non-coronary cusp (ncc) is higher and not in plane with the others. Ventilation was held and no loss of pacing capture was noted during valve deployment initially the valve is positioned 40:60 aortic and then moves more aortic. Last half of the valve deployment is not demonstrated on cine. Post deployment the sapien valve is positioned in the left ventricle outflow tract (10:90). Valve in valve positioned 80:20 aortic within the first valve. Impressions: by cine, the initial valve position was 40:60 aortic. During withdrawal of the pigtail catheter, significant tension on the delivery system is observed. Consequently, the entire valve / balloon / delivery system appears to move aortic as the pigtail catheter is withdrawn. Moreover, when the pigtail catheter is fully withdrawn and tension on the delivery system is released, the entire valve / balloon / delivery system appear to recoil in the opposite (ventricular). This lead to the valve's final resting position of 10:90 (ventricular). Valve in valve performed with positioning 80:20 within 1st sapien valve. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, and aortic insufficiency are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. In this particular case, the severe aortic regurgitation may have been a result of the ventricular positioning of the thv. Inaccurate placement of the sapien valve could result, in some cases, in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The edwards physician training manual highlights factors that could contribute to valve malposition, including poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures and balloon movement during deployment. In this case, it appears that procedural factors likely contributed to the thv movement during deployment of the first valve. A second valve was deployed with good results. No further actions are possible at this time.